Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-03638, indicting the serial number as (B)(4). The correct serial number is (B)(4).

Event description:
It was reported the irc1710 compressor is no longer functioning.